Event description:
It was reported that a pt attempted to get out of the recliner and the leg rest did not latch, and it flipped out and hit the pt. This occurred several months ago. The pt was knocked down and injured her knee or leg. The pt was seen by a doctor and had subsequent doctor visits due to this event. It was reported that the recliner was difficult to put up and down. It was further reported that it was difficult to lower the foot end once it was raised.

Manufacturer narrative:
All recliners were inspected and evaluated at the user facility. The recliner that was used during the reported event had not been segregated from the others nor was the serial number of the suspect recliner documented. Therefore, the recliner in use during this event was not able to be identified.